Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt can no longer feel device stimulation. It was reported that the pt had not experienced any recent injury or trauma that may have damaged the vns therapy system and that the pt did not manipulate the device through the skin. Review of x-rays by manufacturer revealed that the lead electrode is implanted at c5 with strain relief and 2 tie downs. The generator is implanted in the left chest with lead connector pin fully inserted past the generator connector block, feedthroughs intact, and lead wire intact at the connector pin. There were no visible gross lead discontinuities of acute angles along the entirety of the lead, though a portion of the lead was behind the generator, so a lead discontinuity there could not be ruled out. Previous device diagnostic testing was performed approximately 3 months prior and was within normal limits, indicating proper device function at that time. No adverse event was reported in conjunction with the high lead impedance condition. Lead break, generator/lead connection problem, or lead/nerve interface problem is suspected. Revision surgery is likely.